Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to remove battery cap due to over-tightening. Insulin pump received a failed battery test alarm and a low battery alarm. Customer's blood glucose was 129 mg/dl. Customer tried to remove battery cap with a quarter and was unsuccessful. Customer would try to remove with flat-head screwdriver and would call back if not resolved.